Manufacturer narrative:
(B)(4). (B)(4). Insufficient drive of disposable. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplement 3500a form. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a pt underwent a gynecological procedure on (B)(6) 2010. During the procedure, the unit would not spin when the device was activated. A second motor drive unit was used to finish the case with no adverse pt consequences.